Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the jet tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, foreign material was found in the jet tube. The foreign material could not be identified but was likely caused by insufficient cleaning. However, a definitive root cause could not be determined the events can be detected and prevented in accordance with the instructions for use: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ olympus will continue to monitor field performance for this device.